Manufacturer narrative:
The initial reporter's facility name: (B)(6) medical center. The reported event is unconfirmed. Received (3) photo samples. Verified material number 2758j14 and lot number ngkq316. Photo (1) shows a 2 way all silicone foley catheter with sample port and syringe. Photo (2) shows the catheter balloon was inflated. The condition of the affected catheter could not be confirmed because only photos were provided for the investigation. Functional testing was not possible based solely on these photos. Received a 2 way foley catheter with cut portion of the inlet tubing and a straight tipped syringe. Visual inspection confirmed the catheter balloon was partially inflated due to inadequate inflation. Using the returned syringe 3 ml of solution was passively withdrawn from the balloon. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using returned syringe and was allowed to rest with no observed leaks. Balloon passively deflated 10ml of solution in 01min27sec. After deflation, cuffing was noted. Device history, risk, and labelling reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was difficulty in draining water from the foley catheter. When a pre test was performed to insert a catheter for urinary drainage in the operating room, sterile water did not return. Per notification received from the investigator on 10feb2026, it was reported that cuffing was found during sample evaluation conducted on 27jan2026.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was difficulty in draining water from the foley catheter. When a pre-test was performed to insert a catheter for urinary drainage in the operating room, sterile water did not return.